Event description:
A report was received that the patient was experiencing significant abdominal pain during the trial. The patient underwent an explant procedure and was reportedly well post-operatively. It was a failed trial. The physician does not believe that the pain was related to the stimulator itself. The patient confirmed that the abdominal pain is ongoing following the procedure.

Event description:
A report was received that the patient was experiencing significant abdominal pain during the trial. The patient underwent an explant procedure and was reportedly well post-operatively. It was a failed trial. The physician does not believe that the pain was related to the stimulator itself. The patient confirmed that the abdominal pain is ongoing following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35 serial/lot #: (B)(4) / 536057 description: scs phiii ext 35cm model #: sc-4316 serial/lot #: (B)(4) description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient was no longer experiencing abdominal pain. No other information can be obtained.